Manufacturer narrative:
Section h4 (device mfg date) was updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding upon applying the freestyle libre 2 sensor. The customer reportedly could not stop the bleeding and was unable to self-treat, requiring unspecified treatment from third-party and hcp. No additional information was provided as the customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding upon applying the freestyle libre 2 sensor. The customer reportedly could not stop the bleeding and was unable to self-treat, requiring unspecified treatment from third-party and hcp. No additional information was provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.